Event description:
It was reported that the patient felt weakness when walking up the stairs. The physician made adjustments to the implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.